Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. This will be supplemented if device evaluation becomes available.

Event description:
During a laparoscopy-assisted colectomy, the subject device was used. It was reported that the ptfe pad of the device was separated after an hours of use. The procedure was completed with another thunderbeat. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01023 to provide additional information based on the evaluation of the returned device. The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn and partially separated. The manufacturing history was reviewed, with no irregularities noted. This type of the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.